Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of a thoracic aortic dissection using a gore® tag® conformable thoracic stent graft with active control system (ctag a/c). On (B)(6) 2021 a reintervention was performed. It was reported that a proximal extension of the graft was necessary due to disease progression. There was no endoleak reported. An additional ctag a/c device was implanted to extend the initial device a few centimeters proximally. The reintervention was reportedly solely due to disease progression. There were no further reported issues. The patient tolerated the intervention.